Manufacturer narrative:
Details of complaint: on (B)(6) 2019 the customer reported that rns (a/rns-9703-242, sn: (B)(6)) constantly displayed a "memory error" message on the screen. When the "ok" button was pressed, the device would shut down and restart on its own. This failure was also reported on 2 other rns devices on 2 other tickets ((B)(4)). Nka repair center evaluated the device sent in on ticket (B)(4), serial # (B)(6). The reported incident could not be duplicated. No issues were observed. This device with sn: (B)(6) was put into service on (B)(6) 2019. The service history shows this is an isolated incident. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk of this event is determined to be "medium." Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the rns: bsm: model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that a memory error constantly popped up on the remote network system (rns) screen. Initially it was reported that when ok was selected, the device would shut down and restart by itself. Later, it was reported that the error message appeared in the middle of the screen, a black box maybe 3 x 4 inches. Pressing ok or in that screen area had no affect and the unit would have to be manually shut down for it to go away. The rns was monitoring patients and there was no central nurse's station (cns) in use as a primary monitoring system when this rns failed. No patient harm was reported.

Manufacturer narrative:
The customer reported that a memory error constantly popped up on the remote network system (rns) screen. Initially it was reported that when ok was selected, the device would shut down and restart by itself. Later, it was reported that the error message appeared in the middle of the screen, a black box maybe 3 x 4 inches. Pressing ok or in that screen area had no affect and the unit would have to be manually shut down for it to go away. The rns was monitoring patients and there was no central nurse's station (cns) in use as a primary monitoring system when this rns failed. The rns was exchanged to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when the product is returned for evaluation or new information is obtained. Concomitant medical device information was requested. Nihon kohden was advised that patients were being monitored on the bedside monitors, but no model or serial numbers provided.

Event description:
The customer reported that a memory error constantly popped up on the remote network system (rns) screen. Initially it was reported that when ok was selected, the device would shut down and restart by itself. Later, it was reported that the error message appeared in the middle of the screen, a black box maybe 3 x 4 inches. Pressing ok or in that screen area had no affect and the unit would have to be manually shut down for it to go away. The rns was monitoring patients and there was no central nurse's station (cns) in use as a primary monitoring system when this rns failed. No patient harm was reported.